Event description:
It was reported that ¿during a procedure, the system passed from 11:52 to 1482 minutes¿. The procedure was ¿completed with a different device¿. Patient outcome: "none" reported. No injury to patient reported.

Manufacturer narrative:
System analysis on march 6, 2017 and system repaired on march 9, 2017: the reported issue was confirmed and it was determined to be the result of a faulty master control board (mcb) and chiller. The mcb and chiller were replaced. The system was tested and verified to meet manufacturer¿s specifications. The suspected faulty mcb and chiller have not been returned for evaluation.

Manufacturer narrative:
Device available for evaluation updated. Device evaluated by manufacturer updated. System analysis was performed on march 6, 2017 and system repaired was performed on march 9, 2017. The replaced chiller s/n (B)(4) was received at the manufacturer on may 15, 2017.

Manufacturer narrative:
Correction to follow up # 3: the master control board was received at the manufacturer on june 23, 2017 and not on may 18, 2017. Product evaluation: the chiller s/n (B)(4) evaluated on june 02, 2017 and noted no packaging damage on the box and external appearance noted side filter was missing. In-house functional testing could not be performed since side filter is missing. The chiller was discarded was noted. Probable root cause: in-house functional test could not be performed for chiller, therefore probable root cause is undetermined.

Manufacturer narrative:
The master control board was received at the manufacturer on may 18, 2017 and was discarded.